Event description:
Mother reported the infusion device did not provide w1 low cartridge warning before the e1 cartridge empty error. This occurred with 4 insulin cartridges over the previous 3 weeks. Backlight of infusion device is also defective. Blood glucose elevated to 250 mg/dl as a result. Patient changed insulin cartridge and infusion set and delivered a correction bolus by the infusion device. Patient did spill ketones. Patient changes infusion headset every 2 days and tubing and insulin cartridge every 5 days. Correct type of batteries are used in infusion device. Infusion device was not exposed to water or electromagnetic fields. Target blood glucose is 110-130 mg/dl. Patient did not lose consciousness or require hospitalization. The patient did not require treatment from a healthcare professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.